Event description:
It was reported via product claim that a heating pad used on the patient for pain relief allegedly resulted in "sustained thermal burns on his upper back and his buttocks."

Manufacturer narrative:
Evaluation found no malfunctions which could have contributed or caused the reported burn condition.